Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: out of range shock impedance was reported. Some artifact events also noted on the shock channel. Lead is scheduled to be changed but currently remains implanted. Should additional information be received, this file will be updated.